Manufacturer narrative:
The returned device was evaluated and data was unable to be downloaded from the device. A "connection failed" alert was obtained while attempting to download the data. Investigation was paused for 80 hours, but the "connection failed" alert was still present. No damage could be found on the pcb that would lead to a failure to download the data. The cause of the reported event could not be determined. Investigation found a hole in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. Although the cannula was damaged, the timing and cause of the damage are unknown. Cracks were found on the top housing. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide.  Model: 18320.  18296-eng-aw rev b 06/18.  Blood glucose readings.  Chapter 4 / page 56. Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported while a patient was wearing a pod their blood glucose level rose to over 250 mg/dl.